Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the stratafix symmetric suture used on? When suturing with stratafix, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? What is meant by ¿wound appeared to be superficial infection¿? Are there any photos of the wound when initially reported as superficial infection with drainage? Were any cultures taken of the wound? What were the results? Was the patient diagnosed with an infection of the wound? Can you describe the appearance of the stratafix suture during the second procedure on 11/7/2018? Was the suture intact and pulled away from the tissue? What is the surgeon opinion as to the relationship of the stratafix suture and the hip infection? Do you have the status of suture for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2018 and suture was used. The patient was doing well until the five-week post-op point where during physical therapy the patient had a portion of the wound unroofed. The scab was removed and developed a dehiscence and drainage. The wound appeared to be a superficial suture infection. The patient was placed on oral antibiotics, the patient continued to have persistent drainage. Reported no fevers or chills. Lab results indicated esr was elevated at 91 and crp was elevated at 20.1 and white blood cell count was normal. On (B)(6) 2018, the patient was diagnosed with infected right total hip replacement. The patient was re-operated for incision and drainage with head and liner exchange. Multiple wound cultures were taken with no necrosis or frank puss was appreciated. There was significant inflammatory tissue present. The patient had debridement of tissue and joint capsule. Point antibiotics were administered. Deep hemovac drain was placed. On (B)(6) 2018 the incision was observed to be healed and the patient has continued four week follow ups. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: met with (B)(6) for follow ups - female patient (54 years) has discontinued oral anti-biotics and lab work is now normal; follow up appointment in one year. The following information was requested, but unavailable: what tissue was the stratafix symmetric suture used on? When suturing with stratafix, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? What is meant by ¿wound appeared to be superficial infection¿? Are there any photos of the wound when initially reported as superficial infection with drainage? Were any cultures taken of the wound? What were the results? Was the patient diagnosed with an infection of the wound? Can you describe the appearance of the stratafix suture during the second procedure on (B)(6) 2018? Was the suture intact and pulled away from the tissue? What is the surgeon opinion as to the relationship of the stratafix suture and the hip infection?

Manufacturer narrative:
(B)(4). The following additional information was received: patient had a bmi average of 28-30+.